Event description:
The handheld device and serial cable were returned to the manufacturer for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the neurologist was having communication issues with her handheld device. The wand¿s battery was recently replaced and the handheld was unplugged at the time. Troubleshooting determined that the handheld device¿s serial cable was the source of the communication issues. The serial cable has not been returned to the manufacturer to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld device passed all functional tests prior to distribution.